Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to hospital experiencing dizziness. The patient was admitted to the hospital. Loss of capture and noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead fracture was suspected. Provocative testing was performed and the lead noise was reproduced. An x-ray was performed and no anomalies were observed. The rv lead was capped and replaced. The patient was in stable condition.